Event description:
An endurant aui stent graft system was implanted in a patient and a reliant was used for the endovascular treatment of a slow aneurysm rupture. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was admitted emergently due to a slow aneurysm rupture. A chimney procedure was planned (left renal artery) to allow adequate sealing zone. The endurant aui and left renal artery stent was delivered without issues and a contralateral limb was added in the left cia without incident. Another manufacturer¿s device extension was also added in the left cia. A final angio revealed a large ¿blush¿ through the aui stent graft; however, it was difficult to determine if a type I endoleak was present. The physician decided to wait until the post op CT to confirm the type of endoleak. Post op CT showed no endoleak. The patient will continue to be monitored. No additional clinical sequelae were reported. A review of returned angio images during implant showed that the left renal was stented and chimneyed. From the left side, the aui was placed, followed by an extension which overlapped 3 rings. Another manufacturer¿s extension was also placed into the left cia. A large blush type endoleak, likely a type IV was seen filling the entire aaa sac. Due to the amount of blush it could not be determined if there was an additional proximal type I endoleak. The proximal neck was short, therefore a proximal type I endoleak could not be ruled out.

Manufacturer narrative:
(B)(4). , evaluation method: (film). Evaluation results and conclusions: (endoleak, occlusion). (Treatment of a patient with a pre- operative rupture). (Unknown type and cause of endoleak).